Event description:
It was removed that stent dislocation occurred. When the 24 x 2.75 promus premier was removed from its packaging it was noted that the stent was displaced from its initial position on the balloon. There were no patient complications and the procedure was completed successfully with another of the same device.

Manufacturer narrative:
The promus premier ous mr 24 x 2.75 stent delivery system was returned for analysis. A visual examination of the stent found that the stent was expanded and moved proximally on the balloon. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure were noted as the balloon folds were opened. Crystalized media was observed in the inflation lumen showing signs of preparation. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was removed that stent dislocation occurred. When the 24 x 2.75 promus premier was removed from its packaging it was noted that the stent was displaced from its initial position on the balloon. There were no patient complications and the procedure was completed successfully with another of the same device.